Event description:
Reported due to infection resulting in surgery and hospitalization. In 2005, the physician performed an arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. Hemostasis was achieved and the patient was discharged home 5 days later. Reportedly, the site does not re-prep or re-glove before closing a patient. Three days later, the patient began to bleed from the groin so went to a nearby clinic where manual compression was applied. Hemostasis could not be achieved at the clinic, and the patient was transferred to the original hospital (where the catheterization was done). The patient presented with a "6 mm size hematoma" and a fever of 39 degrees celsius (102.2 degrees fahrenheit). It was noted that the bleeding did not require the transfusion of blood products. Two days later, the patient was diagnosed with "angitis due to methiycillin resistant staphylococcus aureus (mrsa)" and was taken to surgery for removal of the arterial suture. It is unknown if the patient was put on antibiotics. The patient remains in the hospital, but is afebrile.